Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 35.1cm was returned. External insulation abrasion was noted at 8.3-9.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were found at 10.0-12.2cm from the distal tip. Internal insulation abrasions were noted at 19.5-20.6cm and 29.4-31.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).